Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin buttons were hard to press. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the front was scratched heavily gouges in the plastic have to hold screen at certain angles. The insulin pump will not be returned for analysis.